Manufacturer narrative:
The reported problem could not be verified or duplicated. A functional fit of the returned device was performed, and the inner cannula and outer cannula fit was found to be acceptable. A torque measurement of the force required to lock and unlock the inner cannula was found to be within specifications.

Event description:
The pt reported that her tracheostomy tube would not lock.a it did not appear to fit or seat properly. Once she got the inner cannula in, she could not unlock it to remove it without first removing the tracheostomy tube itself. She reported gagging and choking on secretions. The device had been in place approx. 2 days. Although the pt was advised to seek medical assistance, she reported that her physician had not responded.